Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip opened up 60 degree after detachment from the clip delivery system handle. An additional clip was implanted to stabilize the first clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay reported.